Manufacturer narrative:
Investigation: customer returned (1) loose 3/10cc syringe. Customer states that the stopper was bent. The syringe was returned with the hub-needle/shield assembly separated from the barrel. No defects were observed on the stopper. A review of the device history record was completed for batch# 8344553. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (damaged stopper) process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries were looked at, nothing was found pertaining to this defect.

Event description:
It was reported that the stopper of the bd ultra-fine¿ insulin syringe was bent the stopper is deformed and the hub separates from the device. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the stopper was bent.

Manufacturer narrative:
Describe event or problem: it was reported that the stopper of the bd ultra-fine¿ insulin syringe was bent the stopper is deformed and the hub separates from the device. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the stopper was bent.

Event description:
It was reported that the stopper of the bd ultra-fine¿ insulin syringe was bent the stopper is deformed and the hub separates from the device. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the stopper was bent.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the stopper of the bd ultra-fine¿ insulin syringe was bent. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the stopper was bent.